Event description:
It was reported via repair work order that the bed was stuck in an elevated position due to cable harness malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.